Event description:
It was reported a patient underwent a rectum procedure on (B)(6) 2022 and a reservoir was used. The reservoir connection breakage when connecting without force. No patient consequences reported.

Manufacturer narrative:
(B)(4). Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. Material arrived on friday here at the distributor. It will be sent this week. The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot.

Manufacturer narrative:
Product complaint # (B)(4). H3 evaluation: one used sample of reservoir bulb with separated adapter was received. During visual inspection of both the parts separately, it was found that connection port of reservoir bulb was broken and was fixed in the separated adapter. As per standard practice, 100% inspection is carried out, viz. Before and after packing of finished goods, prior to the product release. So, there is no scope at end to missed out such defect. Retain samples were checked for lot # and found satisfactory. During investigation of complaint, and retained sample review was performed. No discrepancy as per the reported defect was observed. It is suspected that connection part of the drain, might have came in contact with some sharp tool, used during the surgery. External factors like mishandling or improper usage at user end could not be ruled out. Therefore, further investigation of the sample is not possible. The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.